Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Available information indicates no device will be returned and/or additional information will be provided. We therefore, consider this report complete to the best of our current knowledge.

Event description:
Patient underwent mesh implant procedure for inguinal hernia repair. Patient developed a femoral hernia and intestinal blockage. Patient underwent mesh explant procedure.